Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis it was reported that during surgery, tip of driver sheared off while being used to remove cap screw. Portion of tip was approx 2mm x 2mm. Tip was retrieved from surgical set up and disposed off. The product came in contact with patient. No fragments of the implant or instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.